Event description:
The pt received his scs system on (B)(6) 2005. It was reported that the pt lost stimulation and was unable to communicate with the ipg. The ipg was explanted and replaced on (B)(6) 2010. Follow up on the pt found that he is receiving good pain coverage with the new system. The explanted ipg was returned to the MFR for evaluation. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion, as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.